Event description:
The following report was received from the affiliate: the pt is a male, but his age was unk. The target lesion was the mid lad. The lesion was a de novo. The vessel was moderately calcified but not tortuous. There was 90% stenosis. After conducting pre-dilation with a 2.5x20mm maverick balloon, the physician tried to deploy a 3.0x28mm cypher des at the target lesion. However, the physician felt friction at the target lesion during delivery. The physician assumed that the cypher would not cross the target lesion; therefore, he decided to retrieve the unit. While removing the stent delivery system from the pt, the stent dislodged at the proximal lad and was retrieved with a snare. After that, two different 3.0x18mm cypher stents were implanted overlapping at the target lesion instead and the procedure was finished. There was no reported pt injury. The physician's comment: although the cypher became stuck at the calcification, it was moderate calcification and so, it is not the main cause of the stent dislodgement. He never used excessive force during delivery.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.